Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the report of the device not working was device issue; the device was not charging properly, and this was resolved. It was reported that replacement of the controller resolved the issues of poor communication and being unable to connect to the ins. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that charging was taking longer than expected. The patient reported she will be charging on excellent and it will take an hour and a half to charge her ins. The patient stated while charging she will have the rtm positioned correctly and she will see a screen that says she needs to reposition the recharge telemetry module (rtm), the connection will then go from excellent to good to poor quality then stop charging. The patient confirmed she uses the charging belt and there is no clothing between rtm and skin while she charges. The patient stated sometimes she doesn't have an issue with charging but sometimes she does, and she thought the problems were happening more and more. The patient reported previously having the rtm replaced, and denied falls or trauma, or weight changes. The patient confirmed the ins was flat against her body. Patient was issued a new rtm. Additional information received stated that the patient's device was not working. The patient is reporting they cannot find device, and a rtm was just sent out and didn't fix the problem, it was confirmed the patient was using the newest rtm. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.